Manufacturer narrative:
The insulin pump buttons functioning properly during testing however, found moisture damage on the keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected power cycling or resetting during testing. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window and display window corner, minor scratched display window, broken belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose readings have elevated and believes that she is not getting her basal rates. Customer stated that the insulin pump is shutting off and on and the keypad is sticking and unresponsive at times. Customer also stated that the numbers sometimes ramp up on the screen of the insulin pump. Customer stated that they had a wet swim suit on prior to the alarm. Customer's blood glucose reading at the time of the call was 214 mg/dl and has been treating with a manual injection. Nothing further was reported.